Manufacturer narrative:
The hillrom technician found the side rail and cable needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance examine the motors for the presence and tightness of the attachment hardware. Replace as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in june 2020. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side rail and cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating that the service light was on, and the head and knee sections were going up on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).